Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the c-channel was damaged at its distal section, and the catheter shaft was broken into two pieces. The distal end of the device was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2017. According to the complainant, during the procedure, the balloon separated from the introducer and came apart into three pieces. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results showed that the catheter shaft was broken; therefore, this is now an MDR reportable event.